Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Breakage when using drill.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed. Method & results: -product evaluation and results: the device was not returned, however, photographs were provided for review. Photographs indicated that a triathlon drill bit has fractured. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the drill bit broke during surgery. The device was not returned, however, photographs were provided for review. Photographs indicated that a triathlon drill bit has fractured. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Breakage when using drill